Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 and then back, out of the hospital (B)(6) 2021 with blood glucose level was 700 peaked at 1000 mg/dl. Customer experienced symptoms such as vomiting. The customer current blood glucose level was 1000 mg/dl. The customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.